Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, a specific bg value was not provided. The cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on how to properly deliver a bolus. A manual insulin injection was administered to address bg. The customer acknowledged alert and continued using the pump for insulin therapy.